Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software functioned as designed. A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended.. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the site was attempting to register the patient and they could not get a passing registration. They tried tracing several times with no success. They would trace and would easily get error metrics below 3, but when they checked accuracy, they were off in the anterior direction by ~10mm. Every tracer registration gave the same amount of inaccuracy. They tried touch registration in addition to tracer and got the same inaccuracy. They also tried editing the 3d model, again with no resolution. Surgeon decided to abort use of navigation and continue case without navigation. This occurred intra/peri-operatively with about 40 minutes delay to surgical time. There was no reported impact on patient outcome.